Event description:
Icbg harvest through separate incision on thin pt. Swelling and erythema over the icbg site two weeks post procedure. No dehiscence. Surgeon chose to wash out. Irrigation and debridement performed with removal of bone graft material. Wounds healed uneventfully. Cultures were negative without evidence of infection. Remainder of course remarkable. Outcome: healed uneventfully.